Event description:
It was reported during a routine follow up appointment, that this programmer screen temporarily froze four separate times, on multiple different device checks, sometimes during threshold testing. A different programmer was used. This programmer is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.